Event description:
It was reported that parts of the sensor housing of the neonatal flow sensor felt apart. This ventilation was interrupted and the device generated an audible and visible alarm. It was difficult to connect another ventilator because rests of the sensor stayed in the iso-connector of the tube.